Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s ipg and implanted a competitor's (exact explant date is unknown).